Event description:
Alleged event: during the use of the clip applier to clip a vessel, laparoscopically, the applier broke while placing the clip. The clip was retrieved and the applier removed without causing any damage. The report stated that there were no clinical consequences.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). Device history record (DHR) was reviewed and the lot shows, that the right material and components were used and that the instrument meets all specifications. All working steps are documented. The damage is not manufacturing related. Nevertheless, as preventive action, a stronger rivet was used at the jaw since feb 2015 to prevent breakages. Complaint instrument 544965t, lot k4-04 was received in (B)(4) on the 04th of august 2015 and forwarded to the supplier for further investigation. Supplier reported on the 01st of september 2015 that they received instrument 544965t, lot k4-04 for investigation. The rivet of the jaw is broken and the insert deformed. The instrument has never been repaired before. Root cause is overstressing of the instrument during use.

Event description:
Alleged event: during the use of the clip applier to clip a vessel, laparoscopically, the applier broke while placing the clip. The clip was retrieved and the applier removed without causing any damage. The report stated that there were no clinical consequences.